Event description:
It was reported that the ilet bionic pancreas displayed repeated motor stall alerts during priming and tubing fill after a supply change, including an alert when filling reached 17 units, consistent with a device motor stall and insulin delivery interruption; the user performed successful dry runs, changed the infusion set, and repeated priming with the same alert recurring, and transitioned to subcutaneous insulin pens. No reported symptoms. Outcomes included temporary interruption of automated insulin delivery with use of backup insulin therapy at home and no hospitalization. Investigation included technical troubleshooting by support, device restart, multiple dry runs, infusion set replacement, and arrangements for device return and replacement. Investigation of this case revealed that the motor stalled repeatedly under load despite successful unloaded tests, suggesting a device mechanical malfunction in the drive system. It was concluded that the device experienced a mechanical motor stall causing failure to deliver insulin, and replacement was warranted.